Manufacturer narrative:
(B)(4). No actual sample was returned and evaluated, but a photo was received of the sample with the alleged defect. Visual inspection of the photo found that the foam sponge was out of the cap and iodine was dispersed on the internal side of the foil. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported issue was determined to be a manufacturing issue. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foam sponge of a minicap was out of the cap. The issue was found before use. There was no patient involvement. No additional information is available. This is report 1 of 15.